Event description:
On (B) (6) 2009, the patient reported that after he inserted his insulin cartridge, he noticed the markings were not visible. He attempted to twist the insulin cartridge, and the "seal broke" and a full cartridge of insulin spilled into the cartridge compartment and the plunger became stuck to the piston rod. No physiological effects were reported. The patient stated that he would switch to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.